Manufacturer narrative:
Investigation summary: examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd nexiva¿ single port IV catheter, 20g x 1.25", leakage occurred at the septum. The following information was provided by the initial reporter: catheter leaked from the septum after placement.